Manufacturer narrative:
E1 reporter phone number - (B)(6).

Event description:
Philips received a complaint from the customer reporting an air leakage on a v60 ventilator. The device was in clinical use. It was reported that the patient suffered hypoxia as a result of this event. However, the customer declined to answer any further questions regarding the seriousness of the alleged harm. The customer report stated the oxygen interface of the device was found to have air leakage. The cause of air leakage was due to a loose connection between the rubber outer tube of the oxygen joint and the oxygen joint. The device was removed from service for maintenance. A philips authorized service provider (asp) reported that the reported issue was caused by a fault in the customer's oxygen supply and was not due or related to the v60 device. There was no problem found with the v60 ventilator. It was confirmed that the device passed performance testing and is back in service.